Event description:
During an incident in 1999 involving a male pt, this defibrillator analyzed, charged up and gave a "low battery" message. They changed the battery and the unit would only monitor. They could not get the unit into analyze mode. They were using laerdal multi-function pads. CPR was continued on the way to a hosp where the pt was pronounced.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This testing verified the unit's impedance sensing circuit and ability to treat a pt. The returned battery was found to be acceptable for pt treatment and is not likely the initial battery used at the scene; the one replaced for "low battery" prompt. The returned incident strip documents the pt was treatable (numerous "check pt" prompts), but for most of the incident, the defibrillator sensed impedance in the monitoring range (noting "monitor electrodes"), with numerous "check electrodes" prompts throughout. Twice the defibrillator sensed "defib electrodes", when the analyze button would have been flashing, but the analyze button was not pressed. The rhythm strip shows numerous rail to rail episodes indicating noise or poor connection. The incident pads, reported to be laerdal multi-function electrodes, were not returned for evaluation; their age and condition is not known. The "check electrodes" message is displayed if defibrillation pads are being used and the pt's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain the above noted prompts and what to do should they be experienced. The customer was sent a letter explaining our evaluation. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving info relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.